Manufacturer narrative:
Other text: device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the patient's mom called in when she discovered a leak in the patients "tpn tubing" during her "heploc". The leak was small, and had not spilled beyond the cassette and pump, where it had pooled a bit. There was no "tpn" seepage into her backpack. The leak was in the overlapping sections of the tube as it connects. No patient injury reported. Customer stated that they are unable to provide patient information without patient consent.